Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary, however, the device has not been received, despite being requested. The complaint can be re-opened, when the device is received for investigation.

Event description:
It was reported that the patient reported no hearing sensation since (B)(6) 2015. It is unknown if a trauma or accident occurred. The patient has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient reported no hearing sensation since (B)(6) 2015. In-situ measurements showed 11 electrode channels with status hi, previous measurement was within normal limits. The patient will be re-implanted but a date is not yet known.